Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/3/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/23/2015 with the following findings: a review of the pump black box revealed multiple pump reboots. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. A leak test showed a leak at the display lens. The pump case was removed and there was no evidence of additional moisture contamination inside the pump. Due to damage and moisture contamination, the pump intermittently powered on with the returned battery cap. A test battery cap was used for all testing. The battery cap threads were found to be damaged and the battery compartment threads were found to be damaged as well. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked below the grip pad. (B)(4).